Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy surgery, the system shut down. The system does not restart anymore and froze with black screen. There was no patient impact reported but the procedure was not completed with the system. It was unknown if the surgery was completed with another system. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event through the system messages (sm) in the event log. The company service representative tested the vitrectomy functionality and noted intermittent malfunction. The nonconforming pneumatics module was replaced. It cannot be determined how this component became nonconforming. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming pneumatics module. It cannot be determined how this component became nonconforming. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).